Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage. Claim# (B)(4).

Manufacturer narrative:
Unk, unk, unk. This product is not marketed in the us. Patient code 3191: secondary surgical intervention, exchange. Device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -15.0/5.0/098 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.